Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive and frozen keypad. The customer blood glucose level was 98 mg/dl. Customer stated that the sometimes it works sometimes its not. Customer states that there is no response from any button. The customer stated that the keypad was unresponsive for 45 minutes during a air plane flight. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with an unresponsive keypad and isolated the keypad/pump casing. Unable to perform the displacement test and self test due to unresponsive keypad. Unable to test screen for frozen display. Frozen screen unknown. Device received with pillowing keypad overlay.